Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
Getinge became aware of an issue with volista standop surgical light. As it was stated, the circlip for lock shaft was affected. There was no injury reported, however, we decided to report the issue in abundance of caution as the problem with circlip may cause detachment of parts, and it can lead to serious injury or worse. During service visit, technician stated that the circlip is not in position and it can move up from locking position. Technician replaced circlip (retaining ring 32x1.5 ard639411312) and checked this circlip in correct position. After fixing the spring arm and cupola the light was working properly. It was established that when the event occurred, the surgical light failed to meet its specification, as circlip from spring arm was loose, and it contributed to the reported event. We have no information, that the device was being used for patient treatment nor diagnosis at the time when the event occurred. During the investigation, it was found that the reported scenario has never led, to date, to serious injury or worse. Comparing the number of claimed devices to number of sold devices, we assume that occurrence rate is very low. The manufacturing site performed an investigation. The subject matter expert decided that the event occurred due to the circlip, which was not fully seated in its groove. The root cause is an incorrect fitting during installation or spring arm replacement for maintenance. All the procedure (installation manual volista ni 0178 en 9) and reminders about the correct fitting of this circlip are detailed in all installation manuals lights where it is involved. This mounting is a critical operation and must be performed according to the rules (installation manual volista ni 0178 en 9). We believe that currently and overall, the related devices are performing correctly in the market with regards to the reported issue.

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
The purpose of this submission is solely to provide a correction of #manufacture date this is based on the result of an internal review noting the report did not contain available information. #h4 previous manufacture date: 17-06-2020; corrected manufacture date: 01-07-2020. Additional information will be provided following the conclusion of the investigation.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On (B)(6), 2021 getinge became aware of an issue with volista standop surgical light. As it was stated, the circlip for lock shaft was affected. There was no injury reported, however, we decided to report the issue in abundance of caution as the problem with circlip may cause detachment of parts, and it can lead to serious injury or worse.